Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of steps, including inspecting the o-ring, cleaning the pneumatic tap area, and ensuring the cartridge was properly attached. The caller successfully completed the load process, allowing them to resume insulin delivery.